Event description:
It was reported the patient experienced a shocking or jolting sensation following a CT scan in 2009. The shocking and jolting made her legs numb and it was 16 hours before she was able to get feeling back and the use of her legs. The device was on at normal settings during the scan. Her husband brought the programmer in and turned the device off right after the test. After the shocking, they gave her a 'bunch or meds' and watched her heart. Everything was ok with the heart. The patient had not turned it on since this test. The manufacturer's representative walked the patient through turning the device down to zero before turning it back on. The patient turned it back on and was able to increase the stimulation to the level where she was prior to the test without any problems.